Event description:
It was reported that a bubble alarm tripped and could not be cleared out. The failure occurred during treatment. There was no indication of a bubble. The emergency drive was used until the cardiohelp was exchanged. The patient de-saturated into the 20% range. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that a bubble alarm tripped and could not be cleared out. The failure occurred during treatment. There was no indication of a bubble. The emergency drive was used until the cardiohelp was exchanged. The patient de-saturated into the 20% range. As the patient de-saturated into the 20% range and the cardiohelp was exchanged, a report is required. A getinge field service technician (fst) was sent for investigation. The cardiohelp function was tested for 15 days at 3200rpm and a flow of 4.8 lpm. No failure occurred. Therefore no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were analyzed during medical review and shows the following: the log-files shows the detection of an arterial bubble alarm on the reported date of event with the corresponding pump stop of the cardiohelp, as well as several ¿bubble 1 reset¿ entries. The following 30 minutes from the log-files show the data entries to correspond with the complaint narrative. As no failure was found and no parts were replaced, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor disturbed - connection of non-capatible sensor - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) a medical review was performed by getinge medical affairs on 2024-06-04 with the following conclusion: without additional details concerning the circumstances of the ECMO run, it¿s outcome or additional observations this review can only form a tentative conclusion. The root cause for the event could not be determined given the available information. A clear association between the reported desaturation, secondary to the pump stop upon bubble intervention, and a malfunction of the cardiohelp cannot be established at the time of this review. Also, due to the scarcity of information about the event, it is unclear how or if existing comorbidities contributed to the reported event and desaturation thereafter, when the pump stopped secondary to a bubble intervention. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter 10 "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-02-16 for the period of 2021-10-22 to 2024-02-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-10-22. Based on the results the reported failure "bubble alarm tripped and could not be cleared out" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-03-15. The cardiohelp function was tested for 15 days at 3200rpm and a flow of 4.8 lpm. No failure occurred. Therefore no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).